Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The field representative was able to troubleshoot the reported issue during installation of the new system. A hard system reboot resolved the issue. No parts were returned or replaced and no further issues were reported. The site used the system in multiple surgeries after the event without any issues. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while installing the new navigation system on-site, they turned it on but it got stuck on the initial booting screen. There was no patient present when this issue was identified.